Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow and down arrow keypad buttons were intermittently unresponsive. Reportedly, the bottom of the keypad was peeling up and the tactile changes had occurred prior to the keypad damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be peeling near the ok button. During testing, all keypad buttons were found to be intermittently unresponsive and required excessive force to activate. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the display screen was found to be discolored. A test screen was inserted and functioned appropriately. Damage was observed to the pump casing near the display lens.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.